Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. However, all product and batch history records are quality reviewed prior to product release, ensuring that all products on the market fulfill the relevant requirements. No serial number was identified within the article and therefore within this complaint, which is why the associated manufacturing documentation could not be reviewed. Since the complaint was opened based on an article in scientific literature, no sample is available to be provided to the responsible site for an in-depth investigation. Due to the nature of the article published in scientific literature, information required to perform a proper complaint investigation is not made available. Therefore, the root cause of the events included in the article cannot be identified. The manufacturer internal reference number is: (B)(4).

Event description:
A study literature article reported that out of the nine hundred six, fifty-nine eyes, patient experienced diffuse lamellar keratitis stage one in the unknown eye post refractive surgery. There are multiple related reports for this event. This report addresses the unknown patient initial's, in the unknown eye and other manufacturer reports will be filed. Citation: moshirfar, m.; durnford, k.m.; lewis, a.l.; miller, c.m.; west, d.g.; sperry, r.a.; west, w.b., jr.;shmunes, k.m.; mccabe, s.e.; hall, m.n.; et al. Five-year incidence, management, and visual outcomes of diffuse lamellar keratitis after femtosecond-assisted lasik. J. Clin. Med. 2021, 10, 3067. Https://doi.org/10.3390/jcm10143067.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).